Manufacturer narrative:
Device passed displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed hardware low level failures error during self test and confirmed in the device history due to broken pin keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio issue. Customer's blood glucose value was unknown at the time of the incident. Customer stated they did hear beeps when audio volume settings were saved also did not hear the differences between the two audio beep volumes. Advised customer to monitor the pump closely as the audio feature was not working properly. Customer stated audio beep test was failed. The device will return for analysis.